Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: during a visual inspection of the pump, no damage was found to the bolus button cover. During testing, the bolus button responded properly to user presses. The complaint was not duplicated. The bolus button cover was removed, and no internal button damage was found. No defect was found.